Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation but a lot history review will be conducted.

Event description:
The event was reported via a medsun medwatch uf/importer report # mw5168398 and mw5168399 and involved empty lifecare container 500 ml size. The customer reported that a compounded total parenteral nutrition (tpn) was being prepared using 500ml empty containers (single use bags). Upon final inspection of the compounded product, two different bags from the same ICU medical package had a single small piece of clear plastic suspended in the solution (mw5168398). There is unknown patient involvement; harm was not reported as a consequence of this event. This is complaint 1 of 2.